Event description:
Info was received that reported a patient was hospitalized in 2008, due to an incident of hyperglycemia. Per the report the patient had high blood glucose and was hospitalized. The patient was treated with insulin injections. It was reported that the insulin administration site was red and inflamed. The device will be returned for evaluation; to ensure that it was functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.